Manufacturer narrative:
H6: investigation summary: a complaint of tubing cracking and leaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2477-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ blood infusion set tubing cracked and leaked blood. The following information was provided by the initial reporter: "tubing cracked and leaked blood."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ blood infusion set tubing cracked and leaked blood. The following information was provided by the initial reporter: "tubing cracked and leaked blood."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.